Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer had high blood glucose. Customer's blood glucose was 507 mg/dl. Customer's blood glucose at time of call was 543 mg/dl. During troubleshooting, found the infusion set cannula was bent. Customer will not be returning the device for analysis.